Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va0duwp, implanted: (B)(6) 2014, explanted: product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect from their implantable neurostimulator (ins). It was noted the patient turned stimulation off due to pancreatic surgery and that the loss of therapeutic effect started the day of the surgery and lasted until stimulation was turned on five days later. The patient was not urinating and holding a lot of fluid and they did not know if they felt stimulation. The patient could feel stimulation at the same settings prior to surgery. The indication for use for the implanted device was noted as gastrointestinal/pelvic floor. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.